Manufacturer narrative:
.

Event description:
It was reported that the patient was not able to adjust the stimulation. He had a spinal cord stimulator that was installed in (B)(6) 2005. He had it on continuously and used the programmer to change the level of stimulation when he sat or stood. Two days prior when he went to use the patient programmer all the lights came on and it would not work. He changed the battery and it still didn't work. He left the battery out of the device for a while and it did start working again. The same thing then continued to happen each time he used it. Patient reported (B)(6) 2010, he had a lead break at implantable neurostimulator (ins) connector site, but hcp was able to program to allow relief until ins battery was depleted. Pt's new ins was working well to allow pain relief and medication reduction. He just had to have an update to my spinal cord stimulator. His old battery went low and the light was blinking on the programmer, and his stimulator was only working on one electrode. When the doctor opened him up he found that the wire was broken on both sides of the splice plug, leading to the battery, and to the electrode. So everything had to be replaced. It had been like this for at least 3 years and no one was able to figure this out. At least he had one working electrode. Add'l info has been requested, but was not available as of the date of this report.